Manufacturer narrative:
Based on the information provided by the physician, it appears that the pds suture most "lilkely" caused / contributed to the adverse event based on the terminology used "suture spit" (a spitting suture generally refers to a suture breaking through the surface of the skin. As sutures dissolve under the surface of the skin, some people's bodies can push parts of these sutures out of the body). The blister that formed was directly located at the surgical site. A review of device history records from the lots manufactured prior to the surgery was performed and concluded that the device was manufactured to specifications. Based on known information, there is no conclusive evidence that the device caused the adverse event. However it is not clear if the device (scaffold) contributed to the infection. This "adeverse" event is being reported in an abundance of caution.

Event description:
Physician performed a mastopexy with wise pattern, central mound and galaform scaffold. Physician reported that initially there were no complications from the surgery. Patient was at about 8 months post surgery developed a blister in the intra-mammary fold at the inverted t area. Although the mesh is not exposed , it is directly below this thin area. At approximately 9 months out from surgery had pds sutures spit at inferior areolar border. The physician debrided a small area in the office. The physician observed some purulent material. He was able to close the site without too much trouble.